Event description:
It was reported a patient's implantable cardioverter defibrillator presented with missing electrogram recordings. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
The reported event of the missing therapy portion of the egm episode was confirmed. Based on the review of the information provided, there is only one segm saved for the episode. Therefore, the device was behaving as intended and no anomalies were noted.